Event description:
Info was received that this epicardial left ventricular (lv) lead exhibited loss of capture in bipolar and unipolar configurations. An invasive procedure was performed and this lead was surgically abandoned. A new lv was not implanted. No adverse pt effects reported.